Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump alarmed button error after lying on it, and the alarm could not be cleared. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. The customer used juice to treat the low. The customer was using a new pump that they had started 12 hour prior. Troubleshooting was completed but did not resolve the issue. The customer stated they don't do well on pens and that was why they were low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime, basic occlusion, occlusion and self test. No button error alarm noted upon testing. (B)(4).